Manufacturer narrative:
(B)(4): the customer reported that the battery was not being charged. There was no pt involvement. The unit was evaluated locally by a philips representative and the failure was further clarified as a failure to power up. The power pca was replaced to resolve the failure. The unit passed all post service testing and remains at the customer site.

Event description:
The customer reported that the battery was not being charged. There was no pt involvement.